Event description:
Pt was implanted with the synchromed pump and catheter on 12/15/1995 to deliver morphine and bupivicaine for the treatment of nonmalignant pain related to failed back surgery syndrome. On 11/27/1998 the pump was found to have infused only 1.2 cc's from 11/13/1998 to 12/09/1998. The pump was programmed to infuse 0.99cc/day. The health care professional stated that the pt alarm was most likely inaudible due to the pt's obesity. The pump was explanted and another synchromed pump was implanted on 12/28/1998. The device has not been returned for analysis. Follow-up calls to the initial reporter, the explanting physician, the operating room, and the MFR's sales rep were made to locate the pump. Follow-up physician stated the pt's condition is improved and stable.